Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were over 600 mg/dl and 576 mg/dl. The customer had treated high blood sugar with shots and manual injections. The customer did not experience any symptoms related to high blood sugar. Troubleshooting was performed and the insulin exited the quick release. The customer does not allege the insulin pump for high blood glucose. The customer stated that they forgot to fill the cannula dead space after removing introducer needle. The insulin pump will be returned for analysis.